Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to gripper actuation issues and difficulty closing the clip arms during device preparation. It was reported that during clip delivery system preparation, and while testing the grippers, the grippers would not raise as expected. The grippers raised to a point; however, they were not parallel with the shaft and were shifted. The grippers were not completely raised with the shaft as expected. In addition, when testing the clip lock, the clip would only close to 60 degrees and a squeaking noise was heard from the arm positioner. The clip was unable to completely close. There was no patient involvement and the device was not used in a procedure. No additional information was provided regarding this device issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported gripper actuation issue, clip actuation issue as well as audible noise from the arm positioner was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported gripper actuation, clip actuation as well as audible noise while turning the arm positioner could not be determined. It is possible that user technique/procedural circumstances could have influenced in the reported issue; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. MFR site - contact office first and last name.